Event description:
It was reported by repair work order that the transfer would get stuck out of the ambulance about 12 inches after unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.